Event description:
On (B)(6) 2008, this pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that both internal iliac arteries were embolized prior to the implantation of the devices. Additionally, it was reported that a luminex metallic stent was implanted inside an iliac extender component to prevent kinking of the device. The final angiogram showed no endoleak. The procedure concluded without any event. The aneurysm diameter measured 66mm. On (B)(6) 2009, a follow-up computed tomography (CT) showed a type 2 endoleak originated from an inferior mesenteric artery. The aneurysm diameter measured 75mm. Coil embolization was performed to treat the type 2 endoleak. It was reported that the endoleak persisted after the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.